Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. The teflon pad on the clamp arm was found lifted off it slot and had thermal damage. Melted marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the harmonic ace instrument jaw was noted to be dislocated. The procedure was completed with no reported injury.